Event description:
The customer reported on (B)(6) 2013 his blood glucose history is as follows: time: 4:36pm, bg (mg/dl): 216; 7:37pm, 318; 9:50pm, 280; (B)(6) 2013: 8:28am, 167. There were no carbohydrate count or insulin dosages provided. The pod was deactivated and he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.